Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, weight, race, and ethnicity were not provided. Section e.1: the initial reporter phone: (B)(6). Section h.9: FDA correction/ removal reporting no.: 3007628272-02/02/2024-001-r. The product analysis team reviewed the video that was included in the complaint. The review is documented below. [Video review]: the video included in the complaint shows the plastic outer layer of the cerebase separated; the separation occurred at the junction of the pebax segments l7 and l8. The catheter shaft is still connected by the internal braid. No further damages could be noted. A review of manufacturing documentation associated with this lot (31168610) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. This issue is being addressed through cerenovus quality system. The issue regarding a catheter being cut was confirmed based on the shaft separation observed. This investigation was performed based only on the video provided. According to the information received the device was discarded and is not available for evaluation. Based on complaint information, the device is not available to be returned for analysis. Product analysis cannot be conducted as the product was not returned for analysis. No determination of causes and possible contributing factors could be made. As such, the investigation will be closed. With the information available and without the complaint product available to be returned for analysis, the reported issue documented in the complaint cannot be confirmed through functional evaluation and analysis. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. Assignment of root cause for the event remains speculative and inconclusive, based on the limited information provided and without the return of the complaint sample. An assessment from the medical safety officer (mso) regarding this event was received on 01-feb-2024. Per the mso, the event description mentions bleeding at the puncture site at the end of the procedure. This may have occurred due to the use of the metal forceps to remove the device. In this case, the use of the forceps will be classified as a surgical intervention since the device was used in a manner of accomplishing a medical intervention that was absolutely required to get the device out and was not used as a griping tool. Per the mso assessment received on 01-feb-2024, since the event resulted in an injury to the patient which required a surgical intervention to preclude patient harm, this event meets us FDA reporting criteria under 21 cfr 803 with a classification of a ¿serious injury.¿ the file will be re-reviewed if additional information is received at a later date. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during an anastomosis procedure, the catheter was usually positioned in the femoral artery. At the start of the procedure, the there was no resistance to the insertion of the 90 cm cerebase straight distal access (da) guide sheath (gs9090sd / 31168610). There was no discomfort during the procedure. At the end of the procedure, there was some bleeding at the puncture site. The physicians wanted to remove the device. They felt very strong resistance and ¿it was impossible to remove it without the help of metal forceps.¿ the physicians managed to remove the device. They noticed that the outer sheath had been ¿cut into 2 pieces connected by the internal structure of the device.¿ there was no report of any negative patient consequence; there was no delay in the procedure and the procedure was reportedly successfully completed. It was reported that the physician is used to using this device for this type of operation. A video was included in the complaint that captures the cerebase distal access catheter. On 26-jan-2024, additional information was received. Per the information, this was not a direct first aspiration first pass technique (adapt) case; this was not a thrombectomy procedure, ¿even if it is not a thrombectomy, they always used a micro wire to advance it.¿ this was an anastomosis procedure, ¿they positioned the cerebase just before cervical 2. And the target vessel for the treatment was the posterior choroidal artery.¿